Manufacturer narrative:
Literature article reported a case involving surgiwrap/polylactic acid anti-adhesive film used during surgical treatment of endometrial carcinoma. Three months after adjuvant radiotherapy, follow-up ap-CT identified a 2.5 cm vaginal stump/cul-de-sac mass suspicious for local recurrence. Diagnostic laparoscopic exploration and excision were performed. Pathology showed no malignancy and identified foreign body material with chronic granulomatous inflammation, consistent with a foreign body reaction to the anti-adhesive material. The patient was discharged two days after the procedure without complications. No product sample evaluation or manufacturer remedial action was reported in the article.

Event description:
A 51-year-old woman received a laparoscopic surgical staging operation due to endometrial carcinoma. After the surgery, a surgiwrap was placed before closing the abdominal wall. Three months later after treatment, a follow up CT scan was performed and showed a 2.5 cm mass at the vaginal stump and was suspected to be a cancer recurrence. Since imaging could not confirm true recurrence, laparoscopic exploration was performed. After completion of pathologic examination, no evidence of malignancy was identified. The stump "mass" was identified as foreign body material with chronic granulomatous inflammation caused by anti-adhesive film.